Manufacturer narrative:
Continuation of d10: product ID th90t01 lot# serial# (B)(6) implanted: (B)(6) 2018. Product type: mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that the patient would try and give themselves a bolus and the handset would go up to 90% and then go slow from 91%-100%. The patient reported that she would sometimes see the "communicator not found," message when requesting a bolus. The patient reported that they added a couple of boluses to the patient's program on (B)(6) 2019 and that¿s when the slow loading from 91%-100% happened. The patient reported that the dropped the "controller ," twice, once on (B)(6) 2019 and another time a while ago. The patient was able to get a bolus so troubleshooting at the time of the call wasn't able to be done. No further complications were anticipated/reported.